Event description:
It was reported during the first pivotal trial 20 years prior to the report there was a delayed case of arachnoid web causing loss of intrathecal baclofen effect in a male multiple sclerosis (ms) patient. It was noted that pulling the catheter back a couple of centimeters fixed the problem in this case.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).